Event description:
Medtronic received information from a literature article regarding transcatheter aortic valve implantation (tavi) depth and its influence on the occurrence of conduction disturbances and paravalvular leak using self-expanding valves. All data was collected from a single center between january 2015 and june 2020. The study population included 104 patients (predominantly female, mean age 82.2 years). All patients were implanted with a medtronic evolut r transcatheter valve. No unique device identifier numbers were provided. Adverse events included: valve dislocation necessitating surgical revision, new permanent pacemaker implantation, new conduction dis turbances (first-, second-, or third-degree atrioventricular block; left bundle branch block; sinuatrial block), and paravalvular leak (mild to moderate). The authors wrote, ¿in patients with tavi using the evolut r device a lower transcatheter heart valve (thv) positioning is a predictor for new conduction disturbances. However, we could not identify any factors that predispose to low positioning.¿ no additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: breitbart p, et al. Implantation depth and its infuence on complications after tavi with self expanding valves. Int j cardiovasc imaging. 2021 oct;37(10):3081-3092. Doi: 10.1007/s10554-021-02275-3. Epub 2021 may 14. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.